Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013, patient's mother reported the patient was taken to the hospital on (B)(6) 2013, around 3 am, because his blood glucose level was nearly 700 mg/dl. Patient's target blood glucose range is 110-150 mg/dl. Patient has been on the infusion device for 4 months. Mother stated patient was treated with IV insulin. Mother reported the patient was admitted and stayed in the hospital until (B)(6) 2013. Mother stated the patient was taken off of the infusion device while in the hospital. Mother reported the patient's blood glucose level returned to normal from the IV. Mother stated the doctor attempted to place the patient back on the infusion device and his blood glucose level returned to 400 mg/dl. Mother reported the patient was taken off of the infusion device and has been advised to remain off of the device and to use insulin pens. Mother stated she did not know what the cause of the elevated blood glucose level was. Mother reported the patient has already tried using the backup infusion device with no accessories being changed before calling and his blood glucose level began to rise; he stopped using the backup device and treated himself with insulin pens. Patient has discarded the infusion set and cartridge. Mother stated the doctor is going to try to put the patient back on the infusion device in a few months. Mother reported she will try using new accessories. No product return was requested for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.